Manufacturer narrative:
Unable to prime during prime test due to a faulty force sensor. Unable to perform excessive no delivery test due to the prime anomaly. The pump passed the occlusion and displacement tests. No motor error alarms were noted.

Event description:
The customer was hospitalized due to high blood glucose levels. The customer's blood glucose level read hi on the glucose meter. The insulin pump alarmed motor error while performing a bolus for an already high blood glucose level. Troubleshooting was performed for motor error alarm. Further troubleshooting was performed at the hospital, and multiple motor error alarms were found in the alarm history. The insulin pump passed the self test, and could not run the displacement test at the time of the call. Advised that the insulin pump would be replaced.